Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered rounds of inappropriate anti-tachycardia pacing atp and inappropriate shocks due to an episode of atrial arrhythmia. The device experienced therapy exhaustion. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered rounds of inappropriate anti-tachycardia pacing atp and inappropriate shocks due to an episode of atrial arrhythmia. The device experienced therapy exhaustion. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported. It was reported that consult failed to read data with this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) discussed likely the device has reached elective replacement indicator (eri) as consult is not available for device at eri. Ts then advised in person interrogation with a programmer and to contact following physician for battery status confirmation. This device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered rounds of inappropriate anti-tachycardia pacing atp and inappropriate shocks due to an episode of atrial arrhythmia. The device experienced therapy exhaustion. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported. It was reported that consult failed to read data with this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) discussed likely the device has reached elective replacement indicator (eri) as consult is not available for device at eri. Ts then advised in person interrogation with a programmer and to contact following physician for battery status confirmation. This device was explanted. No adverse patient effects were reported.